Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-mar-2025, the manufacturer was notified that the user experienced a severe hypoglycemic event on (B)(6) 2025 requiring emergency medical intervention. The user became unconscious, and ems was called. The user was transported to the emergency room and treated with intravenous glucose. Blood glucose levels normalized, and the user was discharged the same day. No long-term effects were reported. The user continues to use the ilet with a dexcom g7 cgm.